Event description:
The customer reported that the device was sticking on tissue after about 20 to 30 activations. The jaws were pried open and cut off of tissue with monopolar scissors. The customer stated that the device was cleaned on a regular basis. There was no injury to the pt.

Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.